Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting noise, and oversensing with pacing inhibition. In addition, less than two seconds of asystole was observed. Subsequently, additional intervention was taken to surgically abandon, and replace the rv lead. No additional adverse patient effects were reported.